Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Controller error and screen goes blank.

Manufacturer narrative:
D9 updated; the product has been returned. Investigation summary: (B)(4) had a controller error alarm caused by a communication anomaly between the optical pressure measuring unit and the main computer.